Event description:
It was reported that occlusion alarms occurred. Additionally, air bubbles were observed in the tubing. Customer primed the tubing and resumed insulin therapy, no reported impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.